Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: biocell warranty claim".

Event description:
Healthcare professional reported "biocell warranty claim". This record is for right side. Additionally, healthcare provider reports capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight to specifications, creases fold, deformation device, voids and cloudy in the gel. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported "biocell warranty claim". This record is for right side. Additionally, healthcare provider reports capsular contracture baker grade iii. Device has been explanted.